Event description:
It was reported that the cardioplegia pump displayed a 'stopped motor' message. The pump was restarted but that did not resolve the issue. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3: 81 - evaluation is in progress but not yet concluded.

Manufacturer narrative:
Updated blocks: b5 and h6 the service repair technician (srt) observed that the snap ring was not seated properly preventing the roller pump occlusion adjustment. The snap ring was replaced, and all the internals of the pump were checked for irregularities by running the pump overnight (over 12 hours) with no irregularities observed. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 24aug2023, the team at the user facility experienced a problem with the heart lung machine (hlm) during cardiopulmonary bypass (cpb) whereby the four inch roller pump designated as the cardioplegia follower shut itself off. The clinician was able to restart the pump and finished the case successfully, with no delay, no blood loss, and no change out.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. There were no observations of any issues when the cabling or the connectors when the pump was partially disassembled. The pump was run through multiple scenarios and eventually during a re-start a pump jam was observed. On several subsequent restart attempts, the motor appeared to struggle to start, even with the occlusion backed off all the way. The rollers would turn in a jerky motion and a pump jam would eventually occur. An additional log review found 'overcurrent' events which are associated with pump jams. Although a motor error message was not reproduced during the evaluation, evidence of the event was indicated in the event log and by a photograph from the user of the event. It was determined that the roller pump did not meet specification.

Event description:
Additional information was received that the issue occurred during cardiopulmonary bypass (cpb) and that the surgical procedure was completed successfully.